Event description:
It was reported that six years after first surgery, the patient contacted surgeon due to pain in the operated limb. X-rays showed that the femoral head was broken. Patient had revision surgery.